Event description:
It was reported an roi-c cage was found to have cracked when the inserter was taken off after the plates were implanted intraoperatively. The cage and pates were removed and replaced. There was a delay of 20 minutes, but there were no patient impacts.

Manufacturer narrative:
Corrections in d4: UDI number, g1, and h3. Additional information in d4: expiration date, h4, and h6: component, investigation type, findings, and conclusions. Inspection the device was not returned for evaluation and images were not provided. DHR review the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimvie¿s control. Potential root cause a definitive root cause cannot be determined with the information provided. Device usage this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported an roi-c cage was found to have cracked when the inserter was taken off after the plates were implanted intra-operatively. The cage and pates were removed and replaced. There was a delay of 20 minutes, but there were no patient impacts.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.